Manufacturer narrative:
Iris field service engineer confirmed control failure on the customer instrument. The fse was able to troubleshoot and found the syringe pump p/n: 700-7151s was not functioning properly. The fse replaced the syringe pump and the syringe tubing to resolve the customer issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer called in to report they were failing ca and cb controls for multiple analytes on the ichem velocity instrument. The customer stated there was no erroneous results generated or reported out of the lab.